Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the heart rate (hr) of the neonatal patient in nicu room 3446 dropped below the extreme bradycardia low limit on (B)(6) 2022 and the intellivue mx800 patient monitor only sounded a red alarm after 20 seconds. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the heart rate (hr) of the neonatal patient in nicu room (B)(4) dropped below the extreme bradycardia low limit on (B)(6) 2022 and the intellivue mx800 patient monitor only sounded a red alarm after 20 seconds. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. The philips remote clinical specialist was unable to confirm the event. The rcs received logs and determined that the issue was the user not being familiar with the device. The device alarmed as it was supposed to. The cause of the event was the user needing additional information. The rcs provided the customer with information to resolve the issue. The device remained on site.